Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('gen.abnorm.bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), metrorrhagia ("metrorhagia (bleeding b/w periods)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhoea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), dermatitis allergic ("allergy:rash/skin conditions"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vag.discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraines") and visual impairment ("vision probs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, metrorrhagia, menorrhagia, dysmenorrhoea, back pain, dyspareunia, female sexual dysfunction, dermatitis allergic, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, headache, migraine, visual impairment and weight increased had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment dyspareunia, dysmenorrhoea, apareunia, abdominal pain, back pain, pelvic pain, chronic pain, gen.abnorm.bleed, psych injury, uti, vag.discharge, fatigue, gi conditions, hair loss, headaches, migraines, vision probs, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received. Injury nos replaced with new event pelvic pain. New events dyspareunia, dysmenorrhea, apareunia, abdominal pain, back pain, menorrhagia, metrorrhagia, gen.abnorm.bleed, rash/skin conditions, psych injury, uti, vag.discharge, fatigue, gi conditions, hair loss, headaches, migraines, vision probs, weight gain were added. Reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.